Event description:
It was reported that the customer received a motor error alarm while attempting to deliver a bolus. Customer's blood glucose level at the time 215 mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted, however, unable to prime unit during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, cracked battery tube threads, scratched display window, missing end cap sticker and broken reservoir tube.